Manufacturer narrative:
B5: event description - additional information h6: codes - additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the spring coil could not be detached, so it was withdrawn. But on the way back, it was detached and couldn't be pushed into the aneurysm. As a result, a second stent was used to press the end of the free spring coil against the stent and vessel wall. The pushwire was not damaged. The implant coil remains in the patient and pushwire was discarded.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that medtronic coil could not detach despite multiple attempts. Two stents were deployed to force the coil to separate by attaching it to vessel wall. No patient injury was reported as a result of the event. It was reported the coil was able to be pushed smoothly and the embolization process was smooth. After angiography, they had difficulties detaching the coil so two stents were deployed to force the detachment by attaching part of the coil to the wall while part of the coil was herniated into the aneurysm. The patient was undergoing embolization treatment for an unruptured saccular aneurysm measuring 5.5mm x 4.1mm located in the ophthalmic segment of the internal carotid artery (ica). The blood flow was normal, and the vasculature was moderate in tortuosity. The physician attempted to detach the coil with the instant detacher (ID) five times. Physician did not try to use another ID. The manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use) was attempted five times. Ancillary devices: synchro 14 guidewire, echelon microcatheter, 8f guide catheter